Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported all sample scores were "r". No patient impact was reported. An fse went on site and the sample measurement module drawer (smm) was replaced and the instrument was operating without issues. The root cause was the failure of the smm. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. This complaint is confirmed. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and pr 9056614 (case (B)(4) was initiated and is related to this same complaint event and is closed. Based on the pr information, no samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required.

Event description:
It was reported that after using bd bactec¿ mgit¿ 960 system there was false resistant sire & pza. The following was reported by the initial reporter: hazard, injury or erroneous results? Yes. All scores were r.

Event description:
It was reported that after using bd bactec¿ mgit¿ 960 system there was false resistant sire & pza. The following was reported by the initial reporter: hazard, injury or erroneous results? Yes. All scores were r.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.